Manufacturer narrative:
Additional information was received stating that there was no mechanical ventilation loss, this was caused by use error as the user did not connect the sample line properly. There was not a reportable malfunction. H3 other text : additional information was received stating that there was no mechanical ventilation loss, this was caused by use error as the user did not connect the sample line properly. There was not a reportable malfunction.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.